Event description:
The customer tested his blood glucose using his 2 contour meters and his breeze2 meter. The customer used the same test strips with both contour meters and received readings of 537 and 532 mg/dl. The breeze2 meter read 147 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.